Event description:
It was reported that a vns patient had decreased. The autopsy report states there was "a witnessed seizure while swimming." The vns device has been explanted and returned to the manufacturer for analysis. A previous medwatch report (1644487-2006-00319) was submitted for the patient's lead, indicating high impedance was observed in 2006. As the vns system was never replaced, the patient was not receiving vns therapy at the time of death. Good faith attempts to obtain additional information have been unsuccessful to date.